Event description:
It was reported that the right ventricular (rv) pacing impedance suddenly increased. It was also reported that there were rising threshold values and a decrease in sensing. Therefore, the rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer tubing overlay cosmetic environmental stress cracking and there was blood in/on the helix/lobe mechanism.